Event description:
It was reported that on (B)(6) 2025, a 25mm navitor was chosen for implantation, utilizing a small flexnav delivery system (ds) on a patient with a native valve with the following annular dimensions: annulus: perimeter 73 mm, left ventricular outflow tract (lvot) 77 mm, and a medical history of hypertension (htn), hyperlipidemia (hld), paroxysmal atrial fibrillation (paf), myotonic dystrophy type 2 (dm2), right bundle branch block (rbbb), and first degree atrioventricular (av) block. A temporary screw in lead pacemaker was placed prior to gaining access, prior to the procedure as a precaution. Prior to valve deployment, the patient¿s blood pressure was noted to be low. The valve was implanted, and it was noted that blood pressure remained low following valve deployment. A localized posterior pericardial effusion was observed. The physician concluded that cardiac tamponade was present. It was noted that the patient¿s activated clotting time (act) levels were greater than 250 during the procedure. Heparin was administered. It was noted that the patient was taking eliquis, but was stopped prior to the procedure, and that protamine/reversal agent was administered during or after the procedure. It was noted that there were multiple wire or delivery sheath exchanges, but this had nothing to do with the effusion. To treat the pericardial effusion, a pericardial window was performed. In the physician¿s opinion, abbott device did not cause the pericardial effusion but was caused by the temporary pacer wire. The patient was reported to be stable and recovering. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
There was no reported device malfunction associated with the navitor valve. An event for patient effects of pericardial effusion, hypotension, and cardiac tamponade was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Based on the information received, a cause of the reported patient effects could not be conclusively determined. It is possible due to patient/procedural conditions; however, it cannot be confirmed. The reported interventions were the results of case-specific circumstances, as medication was provided. There is no indication of a product quality issue with regards to manufacture, design, or labeling.